Event description:
The initial reporter advised shiley of the pt's death following an alleged outlet strut fracture of the pt's bjork-shiley convexo-concave mitral heart valve. According to a copy of the autopsy report collapsed in a restaurant and was taken to the hosp. Based upon the findings of an x-ray and other tests, the disc of the mitral valve prosthesis was missing, and discovered in the descending aorta. The pt was sent for emergency surgery, and according to the autopsy report, "developed cardiac arrest and failed resuscitated."